Event description:
Information was received from a patient who was receiving saline (pfns, pbs) and dilaudid (hydromorphone) via an implantable pump for spinal pain. It was reported that they thought what they have been dealing with since implant may be a complication with the pump. The patient stated that ever since implant, they have had worse migraines and headaches in their entire life. The patient stated that the doctor who was supposed to be managing the pump had left the doctor¿s office. The patient stated that when the pump was implanted, they had saline in the pump. The patient stated that about a week ago the pump was filled with hydromorphone. The patient stated after that, the migraines had gotten so bad that they could not keep anything down, not even their oral pain medications and went to the emergency room (ER) and they were dehydrated. The agent redirected the patient to their doctor. Additional information was provided from a consumer stated that the cause of their symptoms remains unknown. The patient was hospitalized for five days and experienced swelling. At their most recent doctor visit, the physician observed muddy-colored fluid and consequently performed a partial dye study. A follow-up dye study is scheduled for (B)(6) 2025 to further investigate the cause of the event. Additional information from the consumer indicated that the physician did not believe a dye study was necessary after an x-ray showed no issues with the pump or catheter. The patient reported that the ¿muddy¿ fluid was likely due to the physician accidently contacting the pump during their first pump procedure. There was no leak or infection. Both the pump and catheter were functioning as intended. The physician believes the patient¿s symptoms/hospitalization were related to the medication and the physician is planning to change it in a couple of months. "MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.".

Manufacturer narrative:
H3. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving saline (pfns, pbs) and dilaudid (hydromorphone) via an implantable pump for unknown indications for use. It was reported that they thought what they have been dealing with since implant may be a complication with the pump. The patient stated that ever since implant, they have had worse migraines and headaches in their entire life. The patient stated that the doctor who was supposed to be managing the pump had left the doctor¿s office. The patient stated that when the pump was implanted, they had saline in the pump. The patient stated that about a week ago the pump was filled with hydromorphone. The patient stated after that, the migraines had gotten so bad that they could not keep anything down, not even their oral pain medications and went to the emergency room (ER) and they were dehydrated. The agent redirected the patient to their doctor. Additional information was provided from a consumer stated that the cause of their symptoms remains unknown. The patient was hospitalized for five days and experienced swelling. At their most recent doctor visit, the physician observed muddy-colored fluid and consequently performed a partial dye study. A follow-up dye study is scheduled for (B)(6) 2025 to further investigate the cause of the event.